Event description:
As reported, when deploying a 5mm x 150mm smart flex vascular self-expanding stent (ses), the stent remained locked in the catheter and could not be fully delivered and there was difficulty removing the delivery system and stent from the patient. The stent was being released in the popliteal artery, with pull-back performed up to the end of the system; however, there was no stent detachment from the system despite traction attempts, and the procedure was unsuccessful. The system was pulled back with the stent introduced into an 6f 70cm non-cordis long sheath, and the entire system along with the non-cordis sheath was removed with the stent still attached. The non-cordis sheath was "sectioned", and the stent system was released, with the non-cordis guidewire remaining in place. The non-cordis guidewire was then exchanged for an unknown 0.035" 260 cm guidewire, and the procedure restarted. A 5mm x 150mm x 120cm smart flex stent ses delivery system was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat the lower limbs. The device was stored and prepped according to the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during attempted deployment, and the user maintained a fixed inner shaft position during the attempt. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when deploying a 5mm x 150mm smart flex vascular self-expanding stent (ses), the stent remained locked in the catheter and could not be fully delivered and there was difficulty removing the delivery system and stent from the patient. The stent was being released in the popliteal artery, with pull-back performed up to the end of the system; however, there was no stent detachment from the system despite traction attempts, and the procedure was unsuccessful. The system was pulled back with the stent introduced into an 6f 70cm non-cordis long sheath, and the entire system along with the non-cordis sheath was removed with the stent still attached. The non-cordis sheath was "sectioned", and the stent system was released, with the non-cordis guidewire remaining in place. The non-cordis guidewire was then exchanged for an unknown 0.035" 260 cm guidewire, and the procedure restarted. A 5mm x 150mm x 120cm smart flex stent ses delivery system was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat the lower limbs. The device was stored and prepped according to the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during attempted deployment, and the user maintained a fixed inner shaft position during the attempt. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 359168 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿stent delivery system (sds) deployment difficulty partial deployment & stent delivery system (sds) withdrawal difficulty through guide/sheath" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. According to the instructions for use (IFU), after removing the locking pin ¿deployment is initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction until the distal stent markers and the distal end of the stent, visibly appose the vessel wall. With the distal stent markers and the distal end of the stent apposing the vessel wall, stent deployment continues by pulling back on the deployment lever. Complete deployment of the stent is achieved when the proximal end of the stent and the proximal stent markers visibly appose the vessel wall, and the outer sheath radiopaque marker is proximal to the inner shaft stent stop¿. The device history review, nor the information available, do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.